Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the right ventricular (rv) lead was experiencing low and out of range pacing impedance. No intervention has been performed. The patient's condition was stable.